Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer stated that when delivering a large bolus of 40-50 units of insulin, an occlusion occurs when the pump is placed below the infusion site after 20 units of the bolus is delivered. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to resume insulin delivery.